Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump was not alerting the customer as loud as it once was. No reported adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to continue troubleshooting however, the customer did not respond.